Event description:
The patient reportedly, experienced sound quality issues. Tinnitus and pain at the implant site. During a visit to the clinic in 2007 for programming adjustments. The patient reported, that the tinnitus was louder and she experienced dizziness since the implantation. The doctor prescribed nasonex for the dizziness. Testing performed by the center showed that the device was functioning. Programming adjustments were made. However, the problems were not resolved. The company was informed that the patient has decided to have her device explanted. Surgery to explant the device will be scheduled.